Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states.

Event description:
Atrial lead dislodgement was reported in relation to the subject lead. It was indicated that during the implant procedure, the lead tip was fixed with the lead body showing an inverted ¿s¿ shape due to the severe curvature of the superior vena cava. With such state of the lead body, it appeared under fluoroscopy that some tension was exerted on the lead body and the lead tip seemed likely to be dislodged. The curved area of the lead body also seemed to move on every heartbeat. Two or three days afterwards, the lead tip dislodged, and a re-intervention was performed. The physician concluded that tined leads are not suitable for this patient and an active fixation lead was implanted. The subject explanted lead was disposed of at the hospital.